Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a crease(flat), cracked valve, and one opening(curved) on the anterior. Leak test and microscopic analysis was performed which identified cracked valve, one opening(striated) on the anterior, and wear abrasion. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, and one striated opening due to surgical damage consistent in the use of a surgical tool.

Event description:
Patient reported right side deflation. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. Device was explanted.